Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl; cause was unknown. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.